Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was returned for evaluation. The sample was visually evaluated, and detachment was observed between the proximal caresite y-site and the back check valve. No stress mark rips or tears were present. Further evaluation noted no solvent was observed at the bonded joint. Based on the evaluation results, the reported defect was confirmed. An approved project is in place to further address issues of disconnection at bonded joint. Additionally, a review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Furthermore, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: when they went to unhook the IV bag at end of therapy the caresite valve broke and exposed chemo. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.